Event description:
It was reported that the patient received an inappropriate therapy due to oversensing on the lead. It was also reported the impedance measurement was high. The lead was capped and a new lead was implanted. During the lead replacement procedure, the device was damaged mechanically. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).